Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the operating room for initial implant. Upon interrogation, the pulse generator exhibited backup vvi operation. Electrocautery was used right over the device close to the pocket. A device download was performed successfully.